Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received. Reportedly, the sutures of two additional proglide devices were placed using the preclose technique and achieved hemostasis. However, the patient experienced right leg ischemia following the transcatheter aortic valve intervention (tavi) procedure and a cut down procedure was performed and the ischemia was resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded; however, the sutures remain in the patient anatomy. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was achieved in the right common femoral artery (rcfa) via 6fr sheath using the preclose technique prior to a transcatheter aortic valve intervention (tavi) procedure. The sheath was upsized to 14fr and the tavi procedure was completed. Hemostasis was achieved with the pre-placed suture of the proglide device. Reportedly, the patient experienced right leg ischemia following the tavi procedure. A femoral angiogram of the rcfa showed the common femoral arteriotomy was closed and "flowed through the superficial femoral artery and profunda." A cut down was performed and the ischemia was resolved; however, some thrombus was found in the rcfa and the arteriotomy was discovered to have been "medial wall." The puncture site was on the medial aspect of the common femoral artery. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.